Event description:
It is a (B)(6) clinical study. Postoperative prolonged wound secretion with evidenced wound infection by staphylococcus epidermidis that made revisions on (B)(6) 2009 and antibiotics necessary.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.